Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to being sick for over a week. Customer also experienced high blood glucose of 500 mg/dl. The customer also reported issues with sensor not sticking. The current blood glucose level was unknown but customer thinks it was 200 mg/dl. Customer treated with insulin pump and manual injection. Customer was wearing the insulin pump at the time of hospitalization. Customer declined troubleshooting. The product will not return for analysis.